Event description:
It was reported, that "the trach head cracked." There was no reported pt injury and / or change in therapy. The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.